Manufacturer narrative:
Suspect device: comfort curve test strips.

Event description:
Customer reportedly obtained results of 470mg/dl and 162mg/dl within 10 minutes on the advantage test system. At a later time, customer reportedly obtained results of 108mg/dl and 236mg/dl within 10 minutes on the advantage test system. No action taken based on the device results. No adverse event reported. No info given on where comparison occurred. Requested return of suspect test system and replacement was sent. Advantage test system: meter, test strip lot 549430, exp 01/31/2008, cat/2030381.